Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Visual inspection with a leak test identified leakage on the provided sample; large leak spraying water on the left edge of the bag. Magnified inspection of the sample found a cut on the back side of the bag that extended to the bag's edge. The cut had smooth edges indicating the cut was caused by a blade. The bag manufacturing process was reviewed and did not identify an area of the process where the cut could have occurred. Based on evaluation findings and no indication from where in the customer's process the defects were identified, the cause of the condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a hole on the left edge of the bag. The hole was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.